Event description:
It was reported that, "dr inserted the trial by hand, when he went to push it into place it broke, we trialed w/ #9/10mm insert."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.